Event description:
It was reported that missing sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be sensor wire is missing. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6)2023. It was reported that missing sensor wire occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6)2023. Upon sensor pod removal from the upper buttock, the sensor wire detached and remained in the skin. The area was painful. The patient went to the ER where a diagnostic x-ray showed a retained sensor wire. On (B)(6)2023, the patient was at the hospital and scheduled for general surgery for sensor wire removal. Five subsequent attempts to obtain details of the surgery were unsuccessful. On (B)(6)2023, the patient replied to med safety¿s previous request for information and confirmed that a surgeon had removed the wire from the fascia and muscle. The doctor had initially placed stitches which were later removed; however, the incision was still in healing stages and the incision had not made a full recovery. She also indicated that she used an omnipod insulin pump. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2023. Upon sensor pod removal on the same day the sensor was inserted, the sensor wire was missing from the pot. The area was painful so the patient went to the emergency room where a diagnostic x-ray showed a retained sensor wire. At the time of the report the patient was at the hospital and scheduled for general surgery for sensor wire removal. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).